Event description:
As the doctor was inserting the lens into the pt's eye, the lens ejected out of the mp-28 sofport placement system with force and tore the pt's capsule. Another posterior chamber lens was inserted and that the lens was removed and replaced with an anterior chamber lens. A vitrectomy was performed.